Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a pocket revision was performed due to a hematoma. The device remained implanted in the patient and the patient was stable with no consequences.